Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that at the end of a routine hemodialysis treatment, as the operator was preparing to rinseback the pt's blood, the pt accidentaly removed the venous access needle. Nxstage technical support was contacted for assistance to return the pt's blood. A new needle was inserted, however, it had been more than 5 minutes since the blood pump was stopped and the cycler triggered a tmp alarm indicating that the blood in the cartridge was likely clotted. The blood in the cartridge was discarded resulting in an estimated blood loss of 210 cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Device labeling includes a warning that the risk of clotting increases when the blood pump is stopped. The cycler alarmed appropriately. The blood loss was reviewed with facility staff and additional training has been provided. The reported blood loss has been attributed to user error due to the pt removing the venous needle prior to rinseback. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.